Manufacturer narrative:
If the sample is returned, a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that at the time of inspection prior to use, the cuff would not deflate. There was no patient involvement.

Manufacturer narrative:
The reported issue could not be confirmed. One sample was returned for evaluation contained in its original unit carton along with its original opened unit pack. Also returned in the unit carton were 3 samples all contained in their original unopened unit packs. Visual examination of the returned unit showed that the shape of the tubing had been altered and there is a white like material flaking from the bronchial cuff. The tubing was straight in appearance with no angle. The returned unit was inflated / deflated with the stylet wire contained in the tubing. There were no issues noted. The returned unit was then re-inflated / re-deflated without the stylet wire contained in the tubing. The returned unit inflated/deflated without any restrictions noted. The reported defect could not be detected on the returned unit. The most probable root cause is the end user did not keep the plunger fully depressed during deflation. All of medtronic's broncho catheter products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are removed from the lot. The batch paperwork for this lot was reviewed and confirms that the lot was manufactured to meet all of the blueprint specifications and quality requirements. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.